Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars), an introducer needle and other various components for analysis. Visual examination of the ars did not reveal any anomalies or defects. After the ars failed the vacuum leak functional test, the handle was broken to examine the valves inside. The valve mechanism is supposed to consist of two bi-lateral valves and a spacer. However, only one valve was observed inside and the other valve and spacer were missing. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. A device history record review was performed, and no relevant findings were identified. The issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed the vacuum testing but passed the push testing. Examination of the plunger seal and the valve revealed that one of the bi-directional valves along with the spacer were missing. A device history record review did not reveal any relevant findings. Based on the sample received, the root cause of this investigation is deemed manufacturing - assembly related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the ars (syringe) leaked during use. There was no blood being aspirated and there was no suction when pulling the syringe.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the ars (syringe) leaked during use. There was no blood being aspirated and there was no suction when pulling the syringe.